Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Cuts in the insulation were noted; they appeared to be related to explant damage. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. No additional adverse patient effects were reported.